Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot. Review of the log file confirmed the malfunction with the flexvision pc. The fse determined that the power distribution bar and workstation in the m cabinet were defective. The fse tried to clean and reseat the workstation's internal grabber and rams but the flexvision pc still showed no display, the signal was also lost and the power voltage was unstable. The failure analysis was performed for the power distribution bar and the workstation in the m cabinet and the failure was inconclusive in the power distribution bar but the workstation showed the cause of the failure with the psu which was bad (non-functional or dead). However, the fse replaced both the workstation and the power distribution bar to resolve the issue. After the replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot. There was no reported patient or user harm. Philips has started an investigation of this complaint.